Event description:
Eye infection caused by use of complete moistureplus. Dates of use: approx five and a half months in 2007. Diagnosis or reason for use: used to clean contact lens. Event abated after use stopped or dose reduced? No.